Event description:
During a remote follow-up, a dislodgement resulting in a loss of capture and oversensing were noted on the right ventricular (rv) lead. X-ray imaging was performed which confirmed the rv lead was dislodged. The rv lead was deactivated via programming of the device. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the dislodgement and loss of capture resulted in post-paced t-wave oversensing.